Event description:
The customer reported that the equipment stopped. The field engineer noted that the customer stated the system had a complete loss of functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue is currently under investigation.